Event description:
It was reported that a patient underwent an umbilical hernia on (B)(6) 2011 and mesh was implanted. The patient complained of pain and on (B)(6) 2013 was diagnosed with a recurrent hernia. A reoperation was done on (B)(6) 2014 to repair the defect. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.